Manufacturer narrative:
It was reported that while being used to inject dye during an intra-articular hip injection procedure, the syringe "broke" and pieces fell into the surgical site. When this occurred, the patient was "cleaned off" and the procedure was required to be re-started. Additional anesthesia was not required to be administered. No impact or adverse effect to the patient was reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported need for medical intervention, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe "broke" during use and pieces fell into the surgical site.